Event description:
A report was received that the electrode was broken. The shaft broke off the hub.

Manufacturer narrative:
A review of the manufacturing documentation for the product revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the electrode was broken. The shaft broke off the hub.